Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the ot select meter allegedly read inaccurately high. These reports were received from various sources. One of the associated patients was (B)(6) years old; however, there is no age data available for the other patients. There is no weight data available. Of the reported patients; 4 were male, 9 female and 3 were unknown.